Manufacturer narrative:
The customers' findings are confirmed; however, this complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Having examined the faulty sample showed that the catheter was fully clotted from distal end to the 19 cm marking. The catheter was cut into two parts at 19 cm. The catheter was leaking at 2 cm distal to its fixation wing. Microscopic inspection showed typical signs of a pressure burst, which is explainable as the catheter was clotted with blood. No corrective action at this time. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Hole in catheter between cm marking and hub of catheter. PICC was placed in (B)(6) 2017 @1039 repositioned at (B)(6) 2017 @ 0432, on (B)(6) 2017 ,0620 dressing changed for kinked catheter.

Manufacturer narrative:
The failed sample was returned to vygon for device evaluation as part of the complaint investigation. The complaint investigation is currently in process, and the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Hole in catheter between cm marking and hub of catheter. PICC was placed in (B)(6) 2017 @1039 repositioned at 1/13/2017 @ 0432, on (B)(6) 2017 ,0620 dressing changed for kinked catheter.